Event description:
It was reported via repair work order that the bed lift would not lower due to the motion interrupt pan being stuck. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.